Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use without evidence of blood were observed. The delivery device was inside the loading device when it was returned. The blue slide lock was unlocked and the plunger was fully pressed on the delivery device, indicating premature deployment. The tension spring assembly remained inside the delivery device. The delivery device was removed from the loading device for inspection. The tension spring assembly and the seal were then pulled out from the loading device for inspection. Microscopic inspection showed the seal intact, without cracks or delamination. The measurement values recorded for the delivery tube were within the tolerance specifications. Based upon the received condition of the device, and the results of the evaluation, the reported failure mode "fitting problem" was confirmed. The analyzed failure mode "premature deployment" was also confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm customer stated after following instructions 1-4 upon pulling delivery device from loading device the umbrella was deployed and stayed inside loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm customer stated after following instructions 1-4 upon pulling delivery device from loading device the umbrella was deployed and stayed inside loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.